Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings in place. The anchor is fractured in a spiral from the distal end of the suture window to the base. One of the prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include rough handling or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during use the screw of the twinfix ultra was fractured. There was a smith and nephew back up device. It is unknown if there was a surgical delay.